Manufacturer narrative:
Additional, changed, and/or corrected data: a4 a6 b5 d1 d4 g1 h6 h7 h9. Race: white.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid abdomen on (B)(6) 2017 using the legacy cool max system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and may have developed paradoxical adipose hyperplasia.